Event description:
It was reported that while initiating, l3-021 error message appear during the breast biopsy with the control module. Another like device was use to complete the procedure. There was no patient consequence.